Manufacturer narrative:
Journal article: clinical outcomes of dialysis patients treated with drug-eluting stent for left main distal bifurcation lesions authors: yusuke watanabe, satoru mitomo, ozan m. Demir, kuan-liang liu, ying-chang tung, alaide chieffo, matteo montorfano, chi-jen chang, sunao nakamura, antonio colomboe journal: cardiorenal medicine year: 2021 reference: doi: 10.1159/000510731. Patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. Age or date of birth: average age. Sex: majority gender. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - clinical outcomes of dialysis patients treated with drug-eluting stent for left main distal bifurcation lesions - was submitted for review. This study assessed clinical outcomes after percutaneous coronary intervention (pci) for unprotected left main coronary artery (ulmca) distal bifurcation lesions using drug-eluting stents (des) in hemodialysis (hd) patients compared to non-hd patients. Medtronic coronary resolute integrity and endeavor rx des devices were amongst the devices used during the procedures, along with other non-medtronic des. The primary end point was target lesion failure (tlf) defined as a composite of cardiac death, target lesion revascularization (tlr), and myocardial infarction (mi), at 3 years after index pci. In total 1,416 patients were treated with des which included 113 hd patients (eighty-nine of 113 hd patients were included from japan) and 1 ,303 non-hd patients. In this study, all dialysis patients underwent hd. Tlf was seen in both groups of patients as well as definite and probable stent thrombosis (st). This study did conclude that the rate of tlf, tlr, mi, and cardiac mortality at 3 years was significantly higher in the hd group than in the non-hd group. The rate of definite and probable st was comparable between the both groups. Hd was strongly associated with adverse cardiac events after pci for ulmca distal bifurcation lesions with des.